Manufacturer narrative:
The case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. The device was not returned for analysis. The batch record was reviewed. There was no nonconformances related to the reported event. The lot was manufactured and released to applicable procedures and specifications. A three year retrospective review of all retention inspection reports was performed. There was no nonconformances related to the reported event. A review of the recent stability study report was performed. Here were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications and tolerances. The cause of the reported event cannot be established. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 19dec2024 the distributor reported that a orthovisc syringe broke during the injection. It was indicated that the break occurred at the luer lock location of the glass syringe. There was no negative patient or user impact reported. Additional information was solicited.

Manufacturer narrative:
The case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 the distributor reported that a orthovisc syringe broke during the injection. It was indicated that the break occurred at the luer lock location of the glass syringe. There was no negative patient or user impact reported. Additional information was solicited.